Manufacturer narrative:
Device evaluation: returned device was received with damaged rear housing. No evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem was verified. Inspected the pump and found cracked at the syringe collar ( the clear, plastic cartridge thread ) is the result of pump leaking medication from cartridge area. The syringe collar is part of the rear housing. Further investigation of the pump and determined that the rear housing was defective due to damage by customer and the root cause of the issue. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd ms3 had a pump is leaking medication from the cartridge area/ also smells like its burning. No adverse patient effects were reported.